Event description:
C-section packs have the hole in the middle and do not stay sticking after a while no matter how well you put them on- which causes blood and other fluids to be dripped onto the beds and pooling on the floor.